Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 06/29/1998 and was last repaired on 08/16/2013 for a non-related issue. Evaluation of the device observed bent tines on the left side of the comb, due to the damage calibration check could not be performed. Also the comb was worn. The cause of the reported issue improper handling most likely caused the damage to the comb. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher teeth are broken. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.